Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure performed was to treat a heavily calcified, mildly tortuous right coronary artery. The 3.00x12mm nc trek neo balloon dilatation catheter (bdc) was advanced and inflated; however, the balloon appeared to not expand properly. The bdc was removed, and a new nc trek balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no related manufacturing nonconformities. Based on the information provided, a definitive cause for the reported inflation issue could not be determined. Possible factors that may contribute to difficulty inflating may include, but are not limited to, manufacturing, poor connection with the inflation device, patient anatomical morphology, and patient disease state. A conclusive cause for the reported complaint could not be determined since the device was not returned for analysis. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.